Event description:
Technician alleged the bed had to head up or knee up function electrically or manually. No patient impact.

Manufacturer narrative:
The technician found the top base cover was not on the bed correctly and was pushing down on the cardio pulmonary resuscitation handle. The technician correctly put the base cover on the bed to resolve the issue.